Manufacturer narrative:
(B)(4). Concomitant medical products: unknown ascent bearing, unknown ascent femoral. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee arthroplasty and was subsequently revised due to a loose tibial component approximately 17 years post implantation. No additional information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed by review of the x-ray that was provided for investigation. Evaluation by third party hcp state there is loosening demonstrated by periprosthetic lucencies surrounding the tibial component. The femoral component appears intact without periprosthetic lucency. The fit and alignment appear normal. Bone quality (besides lucencies surrounding the tibial component) appears normal. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.